Manufacturer narrative:
Argus case (B)(4).

Event description:
Polident I just woke up and been really sick, I thought I grabbed my alka seltzer I took like one small swallow, is that going to bother me any? [Accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included sickness. Concomitant products included acetylsalicylic acid + citric acid + sodium bicarbonate (alka seltzer). On an unknown date, the patient started polident. On (B)(6) 2019, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information received via phone on (B)(6) 2019. Consumer stated that "I just woke up and been really sick, I thought I grabbed my alka seltzer I took like one small swallow, is that going to bother me any."